Event description:
The female patient with a family history of coronary artery disease, hyperlipidaemia, and diabetes had two cypher stents implanted in 2007 due to a primary indication of unstable angina. The patient had a 2.75 x 23 cypher stent implanted in the proximal right coronary (rca) and a 2.5 x 23 cypher stent in the mid rca. The target lesions were calcified. Type b2 lesions. Patient had a lateral non q-wave myocardial infarction (mi) periprocedure, which was related to the target vessel. The mi did not require coronary bypass grafting surgery (CABG) nor percutaneous coronary revascularization (re-pci). There was no evidence of stent thrombosis. There was also no reflow after pci and stenting. A week later, a re-pci was performed in order to treat another lesion in the left anterior descending (lad).

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-01322.